Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information the following have been reported incorrectly or missing from manufacturer device report.

Manufacturer narrative:
The device has not been returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support for 72-year-old female patient, the automated impella controller (aic) displayed purge pressure high ((pp>1044mmhg/ pf < 1ml) error message. The purge cassette was replaced but issue did not resolve. The patient acts were between 160/18, and the dextrose concentration above 5%. There was no patient harm reported.